Event description:
A user facility reported to olympus that, the evis exera iii xenon light source had a communication error code b30. The customer reported that the olympus 180 scope series was used to obtain the image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support called customer to troubleshoot the device. Customer reported b30 communication error with their device and tried the affected scope in another room and the device worked. Customer planned to call back to troubleshoot the device to identify the root cause. Tac also sent the customer b30 communication troubleshooting guide. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that there are no abnormalities in the device and it was confirmed that the phenomenon was solved in the field. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from customer: the event occurred prior to the procedure.